Manufacturer narrative:
H2: see a1, b5, h6 (patient code).

Event description:
Additional information was received that the issue was discovered during testing, the event date is unknown and there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Event log history was performed, and no evidence was found in history. During analysis, the customer's concern regarding failed accuracy by +16.5% was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service recommended an expulsor assembly to be replaced to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (+16.5%). No adverse effects were reported.